Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a vizigo sheath and the patient experienced bleeding from puncture site that required surgical intervention. After the procedure, there was bleeding observed from the femoral puncture site where vizigo was inserted, so surgical treatment was performed. Two days post-op, the patient fully recovered and was discharged from the hospital. No extended hospitalization was required. The physician's comment on the relationship between the event and the product is that the relationship with the procedure cannot be ruled out. No abnormalities were observed prior to or during use of the product. Activated clotting time was maintained as 350sec over during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000379 and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).